Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was a manufacturing defect. Additional: a batch review has been performed and there were no nonconformances associated with the manufacturing of this device. The root cause is being investigated through CAPA (B)(4).

Event description:
The facility representative contacted baxter (B)(4) to report an intermate in which the reservoir ruptured. The device was filled with amikacine 2 grams and 0.9% sodium chloride with a total fill volume of 125 milliliters. Patient has venous backflow with the device. The patient was connected to the device through port-a-cath. The device ruptured after 20 minutes of infusion. The emergency procedure done by the patient and then nurse was as follows : clamp the tubing, remove the intermate, attempt to rinse the port-a-cath in positive pressure, rinse again the port-a-cath to recover permeability (heparin was not necessary). The patient was very stressed by this event as well his father. There was no adverse event or serious injury associated with this report. There is no further complaint information available.